Event description:
It was reported that 2 weeks post implant, high impedance was noted. The physician opened the pocket and cleaned the device and connector. Several days later, the patient alert was triggered due to high impedance. The lead was removed and impedance remained high. The physician concluded that there was a set screw issue with the device. The device was explanted and replaced and parameters were within normal limits. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. One - patient alert for out of tolerance lead impedance on (B)(6) 2012, 09:00:03. Programmer s2d data (B)(4) shows 1 - alert event for "rv defib lead impedance > 200 ohms" on (B)(6) 2012, 09:00:03. Sensing - interference/noise. Ventricular short interval count v-sic=234.5 counts avg/day, in 1.75 days, on (B)(6) 2012, in the timeframe between 17:33:54 and 11:37:15.